Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensing foley catheter showed an erratic patient reading. Nurse plugged the bladder temperature source to the monitor and then it read fine. Explained the nurse to verify the probe was connected to the patient. Explained the cable could be the issue. Recommended troubleshooting cable. Per follow up on 4/13/2021, nurse got new cable but still the issue persisted, then got new device, the issue persisted. Nurse got an esophageal probe and attached it to arctic sun to resolve issue.

Event description:
It was reported that the temperature sensing foley catheter showed an erratic patient reading. Nurse plugged the bladder temperature source to the monitor and then it read fine. Explained the nurse to verify the probe was connected to the patient. Explained the cable could be the issue. Recommended troubleshooting cable. Per follow up on (B)(6) 2021, nurse got new cable but still the issue persisted, then got new device, the issue persisted. Nurse got an esophageal probe and attached it to arctic sun to resolve issue.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿insufficient seal¿. It was unknown whether the device had met relevant specifications. The product was used for diagnostics purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.